Event description:
During the sensor implant procedure, the delivery catheter could not advance and kept getting stuck. An attempt was made to remove the catheter from the patient, but it would not come through the sheath. The sheath and delivery catheter were removed, and the catheter was deemed unusable. The sensor was pulled partially off the delivery catheter. A new sheath, wire, and delivery system were opened used to successfully implant the replacement cardiomems sensor. The same access site was used for the insertion of these devices. The patient experienced no adverse consequences. There was a significant delay to the procedure due to the advancement difficulties, and additional sedation was also needed.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the catheter assembly with tether wires and sensor intact were returned. Visual inspection of the hub was found to be normal. Visual inspection of the skiving portion of the catheter was found to be normal. Visual inspection of the sensor identified no exterior damage. The sensor was observed to be lifted from the delivery system. Inspection of the length of the catheter was found to be normal. The outer diameter of the catheter shaft was measured to be 0.045 in and within specification. The visual inspection of the returned sheath revealed exterior damage along the length of the sheath and the tip was significantly deformed consistent with difficulty retracting the device and damage during use. An attempt was made to retract the sensor through a sheath, but it was unsuccessful. The results of the investigation are that the event description is confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.